Event description:
Dr. (B)(6) indicated that the power drill in the operating room was inoperable so he decided to manually drill the bone with the cortex drill. The patient's bone was extremely hard and he was not able to advance the drill very far into the bone. Since his chief resident was a very large and stronger person, he asked him to drill for him. As the chief resident was drilling in the very hard bone, he did not keep the drill in an axial plane but rather started to "wigwag" it back and forth. As the drill entered part way through the bone, this non-axial movement caused the tip of the drill to break off. Dr. (B)(6) used an endoscope and quickly retrieved the piece of the drill bit. He then grabbed a new cortex drill and his chief resident finished drilling the hold more cautiously and the rest of the procedure went ahead as normal. The operating room tech threw the cortex drill and broken tip into the sharps container so it could not be returned for analysis.

Manufacturer narrative:
Root cause: excessive pressure. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.